Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4), on (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse called the customer and was informed that the customer dried the leak sensor. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2009 liquid leak was the wet leak sensor.

Event description:
On (B)(6) 2016, it was reported that the aia-900 b/f wash probe tube popped off, resulting in error 2009 (liquid leak). The customer re-attached the tubing, cleaned the tip, and performed an all set home. Error 3004 (liquid leak detected) appeared and did not resolve after rebooting the machine and spraying the area with canned air. The customer is unable to run patient samples on bhcg and cardiac troponin I (ctnl2). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.